Event description:
A customer reported to baxter corporate product surveillance in which a clearlink y-type catheter extension set leaked from an unspecified location. All connections were secured before use. The alleged defect occurred during the administration of an unknown chemotherapy medication on a patient. The unknown chemotherapy medication spilled on to the floor. There was no contact of the medication with the nurse or the patient. Therefore, there were no reports of patient injury, adverse events, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. If additional information or samples become available, a follow up report will be submitted.